Event description:
Cta chest was performed on an inpatient with existing 22 ga IV, in left ac. Omnipaque was injected at 3cc/sec for volume of 125cc. Approx 40cc extravasated, area marked, arm elevated, cool pack applied, md notified, rn assessed daily. Pt experienced no further adverse event.